Event description:
It was reported that the patient underwent a revisions surgery approximately 2 months post-implantation due to pre-existing conditions of infection, synovitis, stiffness, and an open wound. During the procedure, it was noted that the wound was draining and a large caliber vein on the posterior distal thigh was bleeding. The femoral component had rotation instability, and the patient underwent a revision of the stem, head, and liner without complication. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). A2: patient born on unknown day in 1964. D10: unknown head. Unknown liner. G7 osseoti multihole 66mm I. Item: 110010271. Lot: 6987122. Bone screw self-tapping 6.5 mm dia. 20 mm length. Item: 00625006520. Lot: 66240757. Bone screw self-tapping 6.5 mm dia. 30 mm length. Item: 00625006530. Lot: j7887639. Bone screw self-tapping 6.5 mm dia. 30 mm length. Item: 00625006530. Lot: j7896143 . H6: proposed component code: mechanical (g04) - stem. The location of the reported product is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ¿patient had CT scan of pelvis/abdomen which displayed signs of infection. ¿a culture report identified body fluid culture: 1 organism; candida glabrata. Gram stain: few white blood cells seen, no organisms seem. Anaerobic culture: no growth after 5 days. ¿patient had a revision surgery. Patient presented with bleeding from hip and aspiration results indicate infection, synovitis and stiffness and open wound which are all pre-existing conditions. A large caliber vein on posterior distal thigh was bleeding. Femoral component was revised for gross rotational instability. Antibiotics provided for infected joint replacement. No other complication noted. The reported infection is considered not device related as the patient entered the study with a periprosthetic infection which recurred after placement and is therefore considered a pre-existing condition unrelated to implanted devices. It was also noted the chronic ongoing infections can impact bone quality, inability to develop bone/implant integration and/or septic loosening, therefore impacting the implant's stability within the bone. An off-label use was noted as the surgeon implanted zimmer biomet devices in an ongoing infection. IFU 01-50-0997 state - absolute contraindications include: infection. And is therefore considered off-label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.